Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had no image(black). There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the suggested event most likely occurred due an electrical component failure or problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.